Event description:
A patient reported that they had a stimulation system implanted in 2007 for the treatment of headaches and that he has not experienced the results he expected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)